Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insuline syringe sterility was compromised. The following was received from the initial reporter: consumer reported found 1 needle hub assembly with unshielded needle laying in bag. The bag was sealed. However, caller stuck her finger with the unshielded needle. She is find no medical attention received. Dc.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05oct2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that the relion insuline syringe sterility was compromised. The following was received from the initial reporter: consumer reported found 1 needle hub assembly with unshielded needle laying in bag. The bag was sealed. However, caller stuck her finger with the unshielded needle. She is find no medical attention received.